Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-04593. It was reported the patient was involved in an accident and experienced ineffective stimulation thereafter. System diagnostics determined high impedances on the leads. X-rays were taken which revealed lead migration. As a result, the patient underwent surgical intervention on (B)(6) 2017 wherein the leads were resutured to the fascia which resolved the issue. Reportedly, effective stimulation is restored postoperatively.